Manufacturer narrative:
Pump pass displacement test. Pump received with end cap broken off, cracked reservoir tube lip, broken battery tube threads, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.